Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia, iiia with component separation, endoleak type iiib of the cuff (covered in a separated report), and secondary procedure. Additionally there was evidence to reasonably support the following observations; cuff dilation(covered in a separated report), and stent cage dilation of and buckling of the main body with sac growth. The most likely cause of the compromised stent graft integrity of the cuff (stretched and breached) was the use of strata material in combination with possible damage to the overlap region during implant. The most likely cause of the cuff migration, implant separation, loss of proximal and mid aortic seal, and, the main body stent buckling was the stent cage dilation of cuff. Procedure related harms and the final patient disposition could not be ascertained. There has been no reports of further negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Corrections: concomnitant medical products.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an bifurcated and infrarenal device in 2013. Recently, patient had a cta performed which showed a graft migration, endoleak type iiia, and type ia. Patient underwent a secondary procedure on (B)(6) 2018, the physician elected to implant a non-endologix main body and two non-endologix limbs. Patient was discharged 24 hrs after the procedure, no additional patient sequelae has been reported at this time.